Manufacturer narrative:
The radiometer investigation has found that there was no malfunction of the device. The conclusion is that there was a bubble present in the cuvette that results in a weak absorption signal and hence a lower estimated hematocrit and thb values.

Event description:
According to the complaint, on 01jun2023, the customer complains about question marks on the parameters: cto2, cthb, so2 and po2(t) and message 0581 oxi spectrum mismatch on an abl90 flex plus analyzer (serial number: (B)(6) ).